Event description:
Could not bring drive speed up properly. Repair rpm knob assembly (ICU version). Perfusionist was getting a sig signal on the rotaflow pump. Sig means it needs more gel to read the flow. Perfusionist originally applied the gel without turning off the pump on the top of the flow probe. They pressed the latch down and it still did not stop the alarm. The flow was still flowing. Next decision was to turn the pump off for a second and reapply the gel. They turned the rpms, clamped and put gel under the connection and then tried to come back up on flows. The flow would not come back up. Reboot of system done. Once turned off the need for a confirmation of zero was discovered but was not done until after hand crank was used and reboot worked.